Event description:
The customer stated that one patient sample generated a (B)(6) result for the architect anti-hbc ii assay. The result was questioned as it did not align with the patient history. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. No returned materials were available for the investigation. A retained kit of the architect anti-hbc ii reagent lot number 27026li00 was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. The clinical sensitivity was evaluated by testing one commercially available seroconversion panel. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. The complaint records for the affected lot number were also reviewed and did not identify any problems related to this issue. A review of non-conformances and deviations associated with the affected reagent lot were reviewed as well. This review resulted in no occurrences that could be linked to this issue. Based on the evaluation results, it was determined that the architect anti-hbc ii reagent lot 27026li00 is performing acceptably. No malfunction or product deficiency were identified as a cause of this issue. The customer was advised to ensure that complete clot formation in serum specimens has taken place prior to centrifugation. The customer was also referred to the probable causes and corrective actions related to this issue and listed in the architect system operations manual.

Manufacturer narrative:
This report is being filed on an international product (08l44) that has a similar product (06l22) distributed in the us. (B)(4). Evaluation is in process and the results will be submitted in a follow-up report.